Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. E1: initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that following the use of bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes, one (1) tube exhibited clotting. During blood collection for chromosome testing using heparinized vacuum blood collection tubes, the sample was not adequately anticoagulated following the draw. As a result, clotting occurred, preventing chromosome culturing from being completed. The patient was required to return to the hospital for a repeat blood draw using a replacement tube. No adverse patient or user impact was reported.